Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the circuit board was observed with electrical damage. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam particles were observed. Secondary findings observed such as debris on lcd screen. Device circuit board was observed with electrical damage. The device was scrapped.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.